Event description:
It was reported that during prep for a ptca/stent procedure, it was noted that the membrane was extending past the distal tip, however, contrary to IFU it was used. The stent delivery system was unable to cross the lesion. Upon removal, the stent separated from the delivery system into the sheath. Attempts made to exchange the sheath were unsuccessful. The left groin was accessed, and the procedure completed. During removal of the first sheath, the lost stent was retrieved. Reportedly the pt tolerated the procedure well.